Event description:
It was reported that the paddles are defective. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.